Event description:
Caller reported an issue with the cartridge, but the exact problem could not be determined as troubleshooting was declined. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event, and the case was closed by technical support.